Event description:
The catheter was placed into the patient's right ac. The hub detached from the tubing during injection. There were no pressure issues noted during injection. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
The sample has been received and is currently under evaluation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).